Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported wanting to change the basal rate but the up and down buttons on the pump are without function. No adverse event reported. Requested return of the alleged pump for evaluation.